Event description:
It was reported that, "surgeon was putting in distal locking screw on a femoral nail. Made a sound like it was slipping inside of the screwhead. When surgical tech broke down instruments for css, they found a piece that had been sheared off inside the screwdriver sleeve. Screwdriver was cleaned and removed form service."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.